Manufacturer narrative:
Additional information: a2, a3a, e4, g2 (add source), h10, h11. H11: should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer connector (collar) of a clearlink system continu-flo solution set was broken and did not go down over the device to make a full secure connection. This was noticed during patient use. The broken component was further described as "a piece on the end that connects to the patient that goes over the luerlock needless access port on an IV". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.